Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race was not provided. (B)(4). Expiration date= na. Lot number = 1008b. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported that consumer¿s son, a (B)(6) male, used band-aid tough strip bandage and it took off skin from the right cheek on his face when product was removed. Consumer used the product on son for wound care starting on (B)(6) 2018 and stopped using the product on (B)(6) 2018. Consumer took son to urgent care and was given mupirocine ointment for the event. Consumer¿s son is still experiencing symptoms, his wound is still opened, he has redness, and the area looks raw where additional skin was removed by the bandage. Consumer stated that they have used the product before in the past but has never had a similar experience before. Consumer's son was not admitted to the hospital or ER.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 10, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.